Event description:
It was observed during the device inspection, that the videoscope had a b30 error (communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was concluded that water or moisture had entered the scope leading to corrosion, which damaged the circuit board inside the connector. Since the connector was found to be defective, it is also possible that the internal circuit board was damaged due to irregular loading caused by external stresses. The data abnormality in the scope ID resulted in a scope communication error (b30). However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: instructions for use states that detection method in ltf-190-10-3d operation manual chapter 3 preparation and inspection:3.6 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.